Event description:
According to the customer, while doing oral care the patient "bit down on the product" and when the product was removed from the patient's mouth, "the sponge was not connected on the end".

Manufacturer narrative:
According to the customer, while doing oral care the patient "bit down on the product" and when the product was removed from the patient's mouth, "the sponge was not connected on the end". The customer reported after the incident occurred, they were not able to locate the sponge and a "bronchoscopy" was performed to attempt to locate the sponge. The customer reported the location of the sponge was never identified, but the patient did have "diarrhea and abdominal cramps". The customer reported a "general surgeon" was consulted by no additional procedures were required. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.